Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nissen fundoplication with mesh, the doctor noticed a piece of metal fragment inside the patient near existing 5mm endoscopic clips. He removed the metal fragment and looked at all of the laparoscopic instrument to identify where it came from. He was able to identify it as a piece broken off the tip of the handpiece. The pieces matched when he held them together. The handpiece was removed from the field and a new one placed on the sterile field to complete the procedure. The handpiece was placed back to its original box with a patient label and taken to decontamination in the case cart. Procedure was able to be completed without issues.